Event description:
A battery pack was sent for evaluation because it was sizzling and smoking during preparation for a procedure. No visible flame was reported; no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.